Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female (200 lbs) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient started the procedure with small pericardial effusion. After ablation on the left side of the heart the patient became hypotensive. A pericardial effusion was noted and a pericardiocentesis was performed. Approximately 800cc of fluid was withdrawn and the patient stabilized. The biosense hardware worked within specification and does not need to be evaluated. The lot numbers to the catheters are unknown as the packaging has been discarded. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The patient had other medical issues before the ablation procedure, including mitral valve regurgitation. Pericardiocentesis was performed by interventional cardiologist. The patient outcome of the adverse event was reported as improved. The blood pressure stabilized. The patient required extended hospitalization because of the adverse event. Patient remained on the ventilator overnight and into the next day (13-jul to 14-jul). A smartablate generator was used (g4rc-5267-a; pump: g4cp-48881-a; remote: g4rc-4868-a; piu: cartol; serial number (B)(4)). Catheters used were d132705, d128211, 10439236, and bd710df282ct. A transseptal puncture was performed with a baylis nrg (nrg-e-hf-98-c1) needle. Prior to noting the larger effusion, pulmonary vein isolation (pvi) ablation was performed. There was no evidence of a steam pop. Small effusion was noted at beginning of procedure. After ablation in the left atrium, a larger effusion was noted, and action was taken. Recommended flow settings were used with irrigation catheter. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Dashboard force visualization feature was used. The visitag module was used, parameters for stability used were 2.5 mm, 3 sec, 25% of 3 g; 3 mm tags. No additional filter was used with the visitag. Fti color option was used prospectively.

Manufacturer narrative:
The device evaluation was completed on 05-sep-2022. It was reported that a female (200 lbs) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient started the procedure with small pericardial effusion. After ablation on the left side of the heart the patient became hypotensive. A pericardial effusion was noted and a pericardiocentesis was performed. Approximately 800cc of fluid was withdrawn and the patient stabilized. The biosense hardware worked within specification and does not need to be evaluated. The lot numbers to the catheters are unknown as the packaging has been discarded. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30799868l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).